Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the right atrial (ra) lead was not capturing and was unable to sense p waves. The ra lead was not used. A single chamber pacemaker was successfully implanted by the physician, and the patient remained in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual and x-ray examinations of the lead found no anomalies. All tines were found intact and undamaged.